Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator outside the sheath. The hub, sheath, and device tip were visually and microscopically examined. Inspection found kinks in the sheath 1cm and 5cm proximal to the tip. The device tip was flattened. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was) double curve. After deployment the closure device positioning was suboptimal and the was was rotated by force to obtain better positioning. During rotation, the was became kinked. The closure device was recaptured and the was was removed from the patient. A second was was used to successfully complete the procedure.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was) double curve. After deployment the closure device positioning was suboptimal and the was rotated by force to obtain better positioning. During rotation, the was became kinked. The closure device was recaptured and the was removed from the patient. A second was used to successfully complete the procedure.